Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the customer was hospitalized; details and nature of event were not provided. No additional information was provided and the customer declined troubleshooting with tandem technical support.